Manufacturer narrative:
When this lead has been returned, analysis will be performed and this event will be updated.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, visual inspection revealed the helix was extended and dried blood was noted throughout the helix mechanism. Resistance and pressure tests were completed to assess the leads electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Analysis confirmed the helix mechanism did not function appropriately, likely due to blood in the mechanism. Analysis could not confirm the impedance measurements were high out of range; electrically this lead met specification.

Event description:
Boston scientific received information that during the implant procedure, difficulty was encountered positioning this right ventricular lead. It was thought the helix mechanism did not function appropriately. In addition, impedance measurements were high out of range. The lead was removed and replaced successfully. No adverse patient symptoms were reported.